Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient's communicator wouldn't retain their "session" when it was shut off even though the patient's ins was fully charged. The patient stated they would have breakthrough incontinence and it would literally shut off their stimulator randomly. The patient stated the manufacturer representative (rep) also tried to connect to their ins and confirmed therapy was off. The patient confirmed feeling the stimulation when they connected to their ins with the rep's assistance, but once the communicator was off, they walked into the building and went to the doctor's office and it shut off again. General therapy information was reviewed with the patient and they were offered assistance with connecting to their ins to check for issues, but the patient stated they had already gone through that with the rep and did not want to troubleshoot as they couldn't connect to their ins. The patient would wait for the replacement external devices in the other two cases and would call back if they needed any further assistance with the issue. Due to the nature of the call, clarifying information was unable to be obtained. [Refer to pe 708205405 for details about the patient's wireless recharger shocking them.] [Refer to pe 708205419 for details about the patient's issues with their communicator.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was due to the micro device was depleted of battery life because the patient was unable to charge their device. The rep met with the patient on june 11th. And the issue was resolved.